Manufacturer narrative:
After further evaluation, the suspect medical device serial number was updated and submitted under manufacturer report number 3016438761-2021-00536-01. All further information will be documented under MDR number 3016438761-2021-00536-01.sections d.3 and g1 contact information updated after further evaluation, the suspect medical device serial number was updated and submitted under manufacturer report number 3016438761-2021-00536-01. All further information will be documented under MDR number 3016438761-2021-00536-01.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated alinity c total bilirubin on 2 patients compared to roche method when processing on the alinity c processing module. The physician questioned the elevated results based on the patient history/presentation. On (B)(6) 2021, sid (B)(6) ((B)(6) white male) generated alinity c total bilirubin of 1.7 mg/dl (direct bilirubin of 0.6 mg/dl) but roche method 0.8 mg/dl (direct bilirubin of 0.2 mg/dl). On (B)(6) 2021, sid (B)(6) ((B)(6) african american male) generated alinity c total bilirubin of 1.6 mg/dl (direct bilirubin of 0.6 mg/dl) but roche method 1.2 mg/dl (direct bilirubin of 0.2 mg/dl). The account uses a total bilirubin reference range of 0.0 to 1.2 mg/dl (alinity and roche methods) and direct bilirubin reference range of 0.0 to 0.4 mg/dl (alinity method) and 0.0 to 0.3 mg/dl (roche method). No impact to patient management was reported.